Event description:
Related manufacturer reference number: 2017865-2022-01623. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed. In addition, the patient had also presented in-clinic, and interrogation of the right atrial (ra) lead revealed high capture thresholds and diminished p-wave sensing. The ra lead was capped on (B)(6) 2022, along with the prophylactic generator explant occurring on (B)(6) 2022 as well. The patient was discharged without any adverse consequences reported.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device telemetry and output were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating near the elective replacement indicator (eri) voltage, consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 1 (B)(4)2021.